Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was received and analyzed. Analysis of the data showed the battery indicator signifying that it is time for device replacement. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)'s explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.